Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event. The fse performed troubleshooting and found shelf 1 and 2 were out of alignment on the sorter. The fse performed realignment of all positions on the sorter shelfs and check the alignment to the dispense lanes. The fse performed regular macro testing to get cups from all corner positions with no errors. Then the customer was able to run quality control (qc) verifying that the instrument was operational. There was no further action required by fse. The most probable cause of the error 2142 failed to detect cup from sorter on cup - tip lane was the sorter cup alignment.

Event description:
On (B)(6) 2016, a customer reported error 2142 failed to detect cup from sorter on cup - tip lane intermittently with their aia-2000 analyzer. The customer was able to remove the dropped cup intermittently. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.